Manufacturer narrative:
Device received with broken belt clip rails. No damage noted on reservoir tube ring. Reservoir is able to lock in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not able to lock in place when inserted into pump. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.